Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference (B)(4).

Event description:
It was reported a loosening of a cannulated locking screw inside a dfos plate. The screw was bothering the patient, so the surgeon took the 3 distal screws out. All of them showed signs of metallosis and you could see clear signs of debris. The patient received 2 screws (on request of the mother), the surgeon insisted on keeping one for the company for evaluation.